Event description:
It was reported that customer experienced issues with pump battery. No information was provided regarding impact to customer¿s blood glucose level. Customer declined troubleshooting, so case was created and closed by technical support, and no further actions or outcomes were reported.